Event description:
On (B)(6) 2012, the lay user/patient's caregiver contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged power issue first began. The patient's diabetes management is not known and it is not clear what action the patient took in response to the alleged issue. According to the csr's documentation, as a result of the alleged power issue the patient reportedly developed symptoms of shaking and sweating at an unspecified time later. It is not known if the patient received any medical intervention after the alleged issue occurred. During troubleshooting, the csr verified that the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the subject meter's batteries were not replaced per owner's booklet recommendation, and the patient did not have replacement batteries available. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.